Manufacturer narrative:
Receipt of the returned material on 8/9/2007 clarified there were two screws dissociated during the inspection. A review of the device history record could not be performed. The head of the screw with the lot number information was not returned. The visual examination found the screw head had dissociated from the shaft. Further investigation is pending.

Event description:
During inspection prior to surgery, it was discovered that the screw had become disassembled after sterilization. The screw was not taken into the operating room. There was no patient contact. Date of inspection is unknown.